Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 18. Details of surgery: ridge augmentation. On 2023-07-19, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding and inflammation. No further patient complications were reported.